Manufacturer narrative:
(B)(4). Carefusion was able to verified the report of damage, but unable to duplicate the report of any burnt components. The ac adapter was scrapped after evaluation. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the lemo connector on the ac adapter had burnt pins. It is unknown at this time whether there was any patient involvement associated with this complaint.